Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. The cause of the impella stop cannot be determined as the complaint device and the data logs were not returned for investigation.

Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. The cause of the pump stop cannot be determined as the complaint device and the data logs were not returned for investigation.

Manufacturer narrative:
Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ h.10 instructions for use were inadvertently omitted from the manufacturer device report.

Event description:
The patient experienced severe bleeding from the impella access site, which was managed through the application of proximal pressure, a reduction in heparin concentration in the purge, 3 units of pack red blood cells, and an adjustment in the angle of the catheter.

Manufacturer narrative:
Additional information for the initial MFR 1220648-2024-06271 was provided in sections b1, b2, b5, b7, d6a, d6b, h1, h6. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation into the reported pump stop has been completed. The medical center did not return any impella products. No data logs were returned for review and there was no sufficient clinical data. The cause of the issue could not be determined since the complaint device was not returned.

Event description:
The complainant in india had a 58-year old male patient on impella cp support ongoing for 5 days when the pump stopped. The impella cp was due to be explanted later that day, but was instead just explanted and not replaced by another impella cp but rather by an intra-aortic balloon pump (iabp). There was no reported patient harm.